Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient developed allergy symptoms following a hernia repair procedure. It was stated that the patient had redness on arms, legs and surgical site with itching. A seroma was also suspected on the surgical site. The patient was given antihistamine and was referred to the dermatologist for patch test.